Event description:
It was reported that: post 18f manta deployment. Hemostasis was achieved with good doppler pulses. Ic physician took post angiogram and noted slight obstruction of flow at deployment site. She chose to use a 2.5x40 balloon. This was not successful to help with possible vessel obstruction (vessel still had timi 3 flow) with distal pulses. CT surgeon and ic physician agreed to endovascular repair (cutdown) to retrieve possible collagen from inside the vessel. CT surgeon stated collagen was on outside of artery , but the footplate was "on its side" inside the vessel. Left groin was sutured closed without complication. Additional information: during a tavr procedure on the (B)(6) 2023, single access was gained in the left common femoral artery. There was no reported calcification or tortuosity. There was no issues advancing or withdrawing the procedural sheaths. Protamine was administered intravenously prior to manta deployment. During the cutdown, the entire manta device was able to be explanted from the patient and the vessel was closed without complication and the patient was discharged at scheduled time.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: post 18f manta deployment. Hemostasis was achieved with good doppler pulses. Ic physician took post angiogram and noted slight obstruction of flow at deployment site. She chose to use a 2.5x40 balloon. This was not successful to help with possible vessel obstruction (vessel still had timi 3 flow) with distal pulses. CT surgeon and ic physician agreed to endovascular repair (cutdown) to retrieve possible collagen from inside the vessel. CT surgeon stated collagen was on outside of artery , but the footplate was "on its side" inside the vessel. Left groin was sutured closed without complication. Additional information: during a tavr procedure on the (B)(6) 2023, single access was gained in the left common femoral artery. There was no reported calcification or tortuosity. There was no issues advancing or withdrawing the procedural sheaths. Protamine was administered intravenously prior to manta deployment. During the cutdown, the entire manta device was able to be explanted from the patient and the vessel was closed without complication and the patient was discharged at scheduled time.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301508 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, a single-stick micro puncture and ultrasound guidance were utilized to gain access to the left femoral artery. The arteriotomy was clear of calcification and straight. No issues were encountered advancing or withdrawing the expandable procedural sheaths. Following the tavr procedure, protamine was administered and the 18f manta device was deployed for closure. Following deployment, hemostasis was achieved with good doppler pulses. A post-angiogram revealed an occlusive flow occurring at the access site, balloon inflations were applied, although the vessel still had timi 3 flow with distal pulses. The CT surgeon and ic physician both agreed to endovascular intervention. During the cut-down, the surgeon mentioned the collagen was positioned on the outside of the vessel, however, the anchor was malpositioned on its side inside the vessel. The manta device was explanted, the groin area was sutured for closure without complication, and the patient was discharged at a scheduled time. The cause of the occlusion requiring surgical intervention is likely due to the anchor being malpositioned on its side inside the vessel. However, due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms or device return submitted for investigative purposes, a root cause for why the manta was ineffective in achieving hemostasis requiring surgical cut-down remains undeterminable. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions per the IFU state: if bleeding from the femoral access site persists after using the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.